Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose readings of 502 mg/dl. Customer stated that they treated with manual injections. Customer stated that the site came off and she was not getting any insulin. It was noted that the tape was not sticking and they had further issues with the serter. Insulin pump is not being returned.